Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Journal publication title: "np017 nursing care in a pediatric patient with epidermolysis bullosa during bone marrow transplantation." This study discussed nursing care in pediatric patient with epidermolysis bullosa during bone marrow transplantation (bmt). A (B)(6) year-old female underwent matched non myeloablative allogeneic bmt. During the procedure, treatment of hickman central catheter was done every 48 hours and included sterilization with polydine solution, bandaging the insertion site with biopatch (ethicon) protective disk with chg, bandaging the catheter with non-adhesive polymem pad, and on top mesh sleeve for holding the bandage. The patient experienced one episode of bacteremia with (B)(6) eradicated successfully with antibiotic treatment. In conclusion, the challenges faced by the nursing staff were to maintain the central catheter integrity with no complications, prevent skin infections, and avoid new skin lesions. Nursing staff education regarding the specific needs of a patient with epidermolysis bullosa (eb), together with cooperative work between pediatric bmt unit and dermatology department, can ameliorated skin toxicity for patients with eb.